Event description:
The customer reported that the ac power module was not working in that it would not charge the battery. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.